Event description:
Terumo corporation received the following reported information. The catheter was kept in the patient's upper arm for eight days in the hospital ward. On the eighth day, swelling on the upper arm was observed, and when removal was attempted, the catheter ruptured at the junction between the catheter and the catheter hub. The catheter fragment remained inside the patient's body and was consequently removed in the operating room. The broken part was successfully removed. The final patient impact was unknown. Additional information was received on 13jan2026: terumo corporations evaluation noted that the actual sample was broken. The broken catheter from the hub tip approximately measures 1.0mm, while the distal tube approximately measured 60mm.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: UDI: not applicable. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: requested, not provided. E1: email address: requested, not provided. The actual sample was evaluated by tc, and reference photos were received. The proximal hub is attached to the surplug ad extension tube. The proximal end and the distal end of the catheter are raggedly cut and pinched. The catheter hub has deep scratches. The proximal hub approximately measures 1.0mm from the hub tip while the distal tube approximately measures 60mm. A bent tube was also observed on the distal tube. The sample contained blood. Retention samples were visually inspected and found to be free of any catheter damage that could have caused the complaint. The samples underwent a catheter tube and catheter hub fitting force test. The expected result is that either the catheter tube will be removed/separated from the catheter hub or the catheter tube will break during the test (test is in reference to iso 10555-1). Results were all passed against our specification of >14.71n. There was no issued nonconformity report related to human error during lot production. The reported item code is produced at a semi-automated line. During catheter assembly, the catheter is cut to the desired length, and the flange is formed and pressed into the catheter hub. The catheter's tip is then formed. Based on the sr machine downtime history, there are no related machine troubles that could have caused the complaint. We perform initial quality confirmation through visual inspection and functional tests before mass production. During visual inspection 1, all products are checked for damaged or deformed catheter tube conditions. The catheter tube and catheter hub fitting test is conducted during the production process. Visual in-process inspections were conducted during 100% visual inspections to check the catheter tube condition. Before shipment, we have an outgoing inspection to check the overall condition of the product. The catheter tube undergo incoming inspection, which includes visual inspection and verification of the certificate of analysis according to the material specification. From the previous two fiscal years to the present, 74% catheter tube breakage complaints are related to usage. The result of the investigation showed that there was no attributable cause noted related to our product or the manufacturing process. Based on the results of our investigation, there is no evidence that there was a pre-existing defect with the device related to either the materials or the manufacturing process. The ends of the tube were ragged and pinched, indicating that the breakage was not clean and likely resulted from tearing or forceful separation. The tube is also bent, possibly due to improper handling or positioning of the patient, since the catheter was placed on the upper arm. As informed through the details of the complaint, the device involved was used for eight days properly. The damage likely occurred during the removal process. The catheter tube condition of our retention samples was visually good and passed the related functional tests. The lot history file was checked, and no nonconformity was noted that may result in catheter tube breakage. The reported device was used with no difficulty during the medical procedure, and there were no issues during placement; the catheter was placed as intended. The condition of the damage suggests that excessive physical force was the reason for the breakage. The ragged and pinched ends are consistent with forceful pulling or twisting, which may have occurred during patient repositioning, accidental tugging, or improper handling during catheter adjustment or removal. Our catheter tube has high tensile strength and does not break easily, even when a strong force is applied. We have routine inspections to check the condition of the products. We conduct an outgoing inspection prior to shipment to ensure the overall condition of the catheters. Therefore, our process is assured. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.